Event description:
Pt reported hearing "two shots", as if a "cap qui" had been fired. Pt underwent extraction of suspected failed ICD lead and explant of failed ICD generator. A new ICD generator and new ICD lead were inserted. This procedure was performed at a hosp in 1999. The date of the original implant is unk to this facility. The device was implanted at another hosp.